Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she has been attempting to get the insulin pump to fill the tubing. The device continued to alarm motor error and it won't fill. The customer's blood glucose was 104 mg/dl. Troubleshooting was performed for the no delivery and the alarm persisted. The customer was advised to revert to her back up plan and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads and a cracked reservoir tube lip.